Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the eri battery status was shown during follow-up on september 15, 2021 confirming the clinical observation. Further analysis revealed that recurrent invalid memory content was detected between june 2020 and july 2021, including invalid memory content in an area related to specific device data which resulted in the activation of the eri battery status. The battery condition and current consumption are as expected, and the anti-bradycardia therapy capability is not affected. It was reported that the eri status was removed successfully. However, based on the fact of the occurrence of recurrent invalid memory content, a component damage cannot be excluded. For further insights, the device return would be essential. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The preliminary analysis is based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. Next, the returned device data were inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
After an implantation period of approximately 35 months, it was reported that the device showed eri.